Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that during the process by the customer the rotaflow console suddenly generates the error message ¿referenc¿. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that during the process by the customer the rotaflow console suddenly generates the error ¿referenc¿. No harm to any person has been reported. The rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician and the technician was able to confirm the reported failure "referenc error". The rfc (rotaflow console) power supply board (article number 701011675) has been replaced. Preventively the rfc flow measure board (article number 701011681) has been also replaced. The device was tested and is back in use. The reported failure "referenc error" was already investigated by the getinge life cycle engineering and determined the root cause as a partial breakthrough on the capacitor c109 on power supply board, which overloads the voltage converter. Which led to the reported error. Based on the investigation results the reported failure "referenc error" could be confirmed. A device history record (DHR) review was performed on 2022-03-07. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).